Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following additional findings: the cable was disconnected and the scope mount was corroded. Based on the results of the investigation, it is likely that the following led to the malfunction: it is probable that no image appeared because the video function did not function normally due to the cable disconnection. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had no image. There were no reports of patient harm.